Manufacturer narrative:
(B)(4). The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the patient experienced loosening of the femoral component. No surgical intervention has been performed. The patients knee condition is currently being observed. Due diligence is in progress for this complaint; no further information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: vg rocc tib tray cocr ha/pc 71 size 71mm; item# p10vh004; lot# 0001762961. Vg rocc tib brg uhmwpe 62.5x10 .5x10mm; item# p11v0410; lot# 0001769890. G2 - foreign: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.